Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with user setting. A technical support specialist (tss) found that the referenced station did not have an area attached and therefore the user did not have permission. According to the server, the user had cleared all areas from the device. The tss found that the user had updated the station by removing all areas, making it so that no one could access the device. Further, the tss shared the screenshot after the user made the changes. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had issue with user settings. Customer stated that only limited options like discrepancies, user preference and maintenance were available in the screen, other than these three options were unable to process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.